Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set disconnected. During patient infusion, the set disconnected from the distal part. The set was changed, and the infusion continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed which identified the check valve was assembled in the wrong orientation; no additional issues observed that could have contributed to the leak. A functional test was performed where the spike was inserted into an in-lab saline bag, and the flow of liquid was observed. Flow of liquid was identified until the check valve, however, there was no flow present after this location. Additionally, a push-pull test was performed on all junctions and no disconnections were noted. The reported leak condition was not verified; however, an incorrect assembly of the valve was verified. The cause of the incorrect orientation was due to the manual assembly process during manufacturing. A batch review was conducted and there were no deviations found related to these conditions during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.